Manufacturer narrative:
Product event summary: image files and the pscc100 loop catheter with lot number 0012284750 was returned and analyzed. Two image files were received. The first image file showed the handle of a loop catheter (unknown ID) with the slide knob is fully pushed to the front in its groove and a section of the loop was still visible exterior to the capture device. A guidewire was observed to be threaded through and extended beyond the distal tip of the catheter. The second image file showed an incomplete (damaged/broken) slide knob liner. Visual inspection of the loop catheter was performed. The catheter was received with a guidewire threaded through and extended beyond the distal tip. The dual lumen was observed to be detached from the shaft and the deflection anchor ring was visible. Sliding and steering mechanisms were unusable due to the condition of the dual lumen detachment. Further inspection of the sliding knob confirmed absence of the control knob liner. The shape of the capture device was unremarkable with no atypical features. Additional performance/electrical testing could not be performed due to the condition of the received product. In conclusion, the loop catheter failed the returned product inspection due to a detached dual lumen and visible anchor ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while trying to capture the array, a piece of gasket came out of the slider groove. This occurred in the atrium after prepping the array three times during the mapping procedure. Additionally, there was resistance felt with the slider. The array would not fully extend. The slider was adjusted several times and the rubber gasket was noted to be poking out of the grove behind the slider. The physician then pinched the gasket removing it from the slider. Once the slider was in its most forward position it was noted that there was a loop at the distal end of the array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.